Event description:
It was reported that a cartridge change error occurred. There was no reported impact to the customer¿s blood glucose level. The customer decided not to return the pump, and the complaint was subsequently closed with no further information available regarding corrective actions.